Manufacturer narrative:
(B)(6). Device evaluation: one medfusion pump was returned for investigation in used condition. The reported product problem was not evidenced in the event history log (ehl). The reported error message was not reproduced during start up. No fault was found with the pump. The speaker was replaced as preventative measure.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm. No patient injury or complications were reported in relation to this event.